Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's complaint incompatible scope error (e315), no scope image was confirmed. Information provided by the customer during the olympus technical assistance center (tac) call, indicated that the maj-1430 was not attached when using 190 series scopes. Digital light source cable connections were confirmed at both ends, scope gold contacts were cleaned, and the condition of the cables and connectors was confirmed, yet the error persisted. However, during the second swap of the video processor, the error disappeared, and the image became visible. Based on the results of the investigation, it is presumed that cause of failure could have been stress due to heat or humidity affecting circuit board. However, a definitive root cause could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
It was reported, the video system center exhibited incompatible scope error (e315), no scope image, and displayed color bars. The issue occurred during unspecified procedure. There were no reports of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.